Manufacturer narrative:
This report is submitted on january 10, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
It was reported that the patient's magnet was explanted in (B)(6) 2017 due to medical reasons. Magnet replacement is planned; however, it is unknown if this has occurred as of the date of this report.